Manufacturer narrative:
DHR trend summary: review of all complaints for the period of aug 2021 through jul 2023, related to mfg date. And found no adverse trend in the event rate in regards with the reported event. According to the latest operations management review dated jul 2023, there have been no changes in overall breast implant assembly event rates.

Event description:
Healthcare professional reported, "seal was open" on implant packaging. Device was not implanted and discarded. It is unknown, if surgery was completed with a back-up device.

Event description:
Healthcare professional reported "seal was open" on implant packaging. Device was not implanted and discarded. It is unknown if surgery was completed with a back-up device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.